Manufacturer narrative:
(B)(4). The t:slim g4 user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/28/2016, that on (B)(6) 2016, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter and an adverse event. The sensor was inserted into the thigh on (B)(6) 2016. Patient reported that they felt very sick, started throwing up and went to the hospital for treatment, as they felt they were unable to rely on the cgm due to the inaccuracy. Patient was unable to provide the bg value from the cgm at the time of the event but reported that a fingerstick measurement showed they were at 500mg/dl. Patient was treated with insulin while at the hospital and was released on friday, (B)(6) 2016. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause was not determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.